Event description:
It was reported that review of a patient's merlin transmission revealed possible output circuit damage alert. During an aborted shock the hvli measurement was showing as 0 ohms. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.